Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level were current 183 mg/dl, 300 mg/dl to 400 mg/dl and over 600 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was in use. Customer reported that the insulin pump did not work and get battery failed alarm. Based on customer¿s report customer did allege under delivery because customer stated when she would bolus yesterday it was not delivering the bolus. Customer was treated with insulin pump. Customer had symptoms as drinking and urinating a lot and really sleepy. Customer reported that the contacts were missing, damaged, or corroded. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.